Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported that pump was not giving auto corrections. The customer reported blood glucose value of 14.6 mmol/l. The customer reported hyperglycemia treated with pump. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event and the customer was able to perform hp test but does not receive any alarm. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08700 inches. The insulin flow block/no delivery alarm functioning properly. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), event date of 25-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 7.8 u and dailytotalofbolusinsulindelivered = 26.175 u which is equal to the dailytotalofallinsulindelivered = 33.975 u. The formatted history file lists data from 11/28/2025 to 01/28/2026. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 11-oct-2025 and 09-oct-2025. No under delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked down button keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged not confirmed for absence of occlusion alarm and pump under delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.